Manufacturer narrative:
Patient information not available for reporting. Additional product code: jey. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three (3) titanium (ti) matrixmidface screws broke during a facial fracture repair involving the orbital rim on (B)(6) 2017. As the surgeon attempted to implant the first screw, it broke at the head. The surgeon removed additional bone around the shaft in order to remove the broken shaft. No fragments remained in the patient¿s bone. Subsequently, another screw was successfully implanted. The next screw to be implanted also broke at the head, and part of the shaft remains embedded. A third implanted screw broke upon removal; at this point in the procedure the surgeon decided to shift the plate due to placement preference. This required the screw to be backed out. When the surgeon backed out the screw, the screw head broke off and part of the shaft remains embedded in the bone. There was a reported surgical delay of fifteen minutes related to attempts to remove broken screw fragments. No additional x-rays were required. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: matrix midface screwdriver (quantity 1), plate (quantity 1). This report is for one (1) titanium matrix midface screw self-drilling 5 mm. This is report 1 of 3 for (B)(4).